Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a mesh was implanted into the patient. On (B)(6) 2006, another mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to sui. It was reported that following insertion the patient experienced pain, infection, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 8/19/2019. Additional narrative: it was reported that following insertion the patient experienced burning sensation, urinary tract infection and urinary frequency.